Manufacturer narrative:
The reported information did not indicate a potential manufacturing issue. A variety of factors can influence the onset of stroke, and a conclusive cause could not be determined from the information available. Stroke is a known potential adverse effect as listed in the instructions for use for this device.

Manufacturer narrative:
The product remains implanted and therefore, has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient experienced a cerebral vascular accident, resulting in dysarthria, facial droop, and right upper limb weakness, in conjunction with the implant of this transcatheter bioprosthetic valve. There was no treatment or intervention provide. No other adverse patient effects were reported.